Manufacturer narrative:
H6: investigation results - the revision reported was likely due to prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation. Recall: z-0021-2022.

Event description:
It was reported via legal notification that the male patient had a right knee implanted (B)(6) 2013 and underwent revision surgery on (B)(6) 2022 to remove the failed polyethylene liner due to mechanical complication of prosthetic knee implant. Pathology findings from the revision surgery included ¿a mononuclear and foreign body giant cell reaction to polyethylene shards which expands the subsynovium. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely due to prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.